Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having problems with changing her site because it won't give her insulin. Customer stated that she changed her site yesterday morning and went to lunch. Customer checked her blood glucose and it was about 420 mg/dl. Customer stated that after 30 minutes, it was 595 mg/dl. Customer stated that her endocrinologist gave her an insulin pen. Customer stated that when she takes the site off, she can't see a kink. Customer stated that her blood glucose is running a little high. Customer drank a caffeine free drink without realizing it and thinks that may be why her blood glucose is high. Customer was having trouble getting air bubbles out of the reservoir. Customer had to do a complete set change. Customer's current blood glucose is 274 mg/dl. Customer treated with pump bolus. Customer stated that once she had blood glucose over 600 mg/dl when she had gotten bad food. Customer stated that the pump passed the high pressure test.